Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no impact to the customer's blood glucose level. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses. Reportedly, customer continued to sue the pump for insulin therapy.